Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.

Event description:
It was reported that a faradrive steerable sheath was selected for use. The sheath presented a faulty valve during preparation. At this time, no information is available regarding the procedure. No patient complications have been reported.